Event description:
It was identified that the customer's basal programming was unknown.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5, section h9 and section h10 with this report.

Event description:
Customer reported going to the emergency room for high blood glucose of 30mmol/l and diabetic ketoacidosis on (B)(6) 2021 at 9am. Customer was nauseous. Customer was treated with manual injections. When the pump was checked, the basal settings were not uploaded on the insulin pump. That was why he was not getting the desired amount of insulin. Per (B)(4) the diabetes clinic forgot to enter the basal rate when setting up the pump. Per (B)(4) customer also had not connected properly the set and so did not bolus properly. He was smelling insulin. So, he went to the emergency room on (B)(6) and was treated with insulin drip. Blood glucose went down and he was sent home.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in b5 section of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was dispatched to emergency medical services and were hospitalized due to high blood glucose level on (B)(6), 2021. Customer¿s blood glucose level at the time of hospitalization 30 mmol/l and customer's current blood glucose was 25 mmol/l. Customer reported symptoms nausea and terrible at the time of hospitalization. The customer was treated with insulin for high blood glucose. It was unknown whether customer was using auto mode feature or not at the time of event. The insulin pump will not be returned for analysis.